Event description:
It was reported that during a procedure, while positioning the catheter to the left ventricle, dissection of the coronary sinus was observed. A left ventricular lead was not implanted and no additional intervention has been performed. The patient was in stable condition.